Event description:
The following was reported th hamilton medical ag: device reports fan failure in MRI. Unit alarms with medium prio "fan failure". Fan replaced, device checks performed. Device performing correctly. No indication that the complaint lead to death, injury or serious deterioration of the health of the patient and operator.